Manufacturer narrative:
(B)(4): physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.further evaluation of the removed therapy connector assembly determined the cause for the failure to be a broken wire in a harness. Moving the harness resulted in intermittent operation.

Event description:
Physio-control evaluated the device and found that the device would not recognize a therapy cable connection. The device was unable to provide defibrillation therapy in the observed condition. There was no patient use associated with the event.